Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl, and diabetic ketoacidosis, causing customer to become dizzy, fall and sustain a broken hip. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Upon follow up, customer reported that they had been discharged from hospitalization with issue resolved, however, customer required a hip replacement.